Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to submit a correction on a previously submitted report. The following section has been corrected: d4. Corrected information does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D6a: implant date was (B)(6) 2016. D10: 00596401752 nexgen lps-flex option femoral g-r lot# 63393300. 00598605701 nexgen option st tib plt size 7 lot# 63283986. 00597206538 nexgen all poly patella 38dia lot# 63289114. G2: great britain. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right knee revision procedure approximately 9 years post-implantation due to pain and inflammation.